Event description:
It was reported that this right atrial (ra) lead presented lack of capture and sensing, so x-ray imaging was used for examination. The lead was discovered to have dislodged, with it getting explanted as a result. A new device was implanted. No additional patient effects were reported.